Event description:
It was reported that during a cryoablation procedure involving a polarx catheter. The patient experienced phenic nerve injury (pni) during right superior pulmonary vein (rspv) ablation. Double stops were performed as intervention, and the procedure was able to be completed. Patient required follow-up observation and current status is unknown. The device is not available for return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.